Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The physician also suspected a sensing/detection problem with the device. Sensitivity was reprogrammed. The device and rv lead remain in use. No patient complications have been reported as a result of this event.